Manufacturer narrative:
The reported event was unconfirmed. Visual received 1 all-silicone temp sensing foley catheter with sample port connector. Per visual inspection it was evidenced foreign brown material on the surface of the catheter, at the end of the shaft close to the funnel. Balloon was inflated with 10 mbs to verify if there was leak or damage and no leaks or damages were evidenced. The balloon inflated and deflated passively with no issues or cuffing in 2 minutes and 10 seconds. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A DHR review did not show any problems or conditions. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a dirt or damage on the transition between the funnel and the shaft of foley catheter. Per follow up information received via ibc on 26 jun 2024, it was unclear whether it was dirt or damage.

Event description:
It was reported that there was a dirt or damage on the transition between the funnel and the shaft of foley catheter. Per follow up information received via ibc on 26jun2024, it was unclear whether it was dirt or damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.